Event description:
A pt reported experiencing inaccurate high results with a meter. The pt's blood glucose results were 130 mg/dl, 96 mg/dl. Tests were done within 1 minute with a difference of 27%. Pt did not experience any adverse events. No furter info has been reported.